Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Corrosion was observed on the pcb, which caused data loss for the pod. As such, the type and cause of the reported alarm could not be identified. A tear in the unexposed portion of the soft cannula caused an internal leak, leading to the pcb corrosion. No manufacturing damages or deficiencies were observed with the needle mechanism components, and no drive resistance was observed during testing. Shelf mode current could not be determined due to the pcb corrosion.

Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving an occlusion hazard alarm while wearing the pod.